Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a revision anterior cruciate ligament surgery the handpiece of shaver started to oscillate while laying on the sterile field, without manipulation of the surgeon or anybody else. Due to this event a deep laceration of the medial side of the calf of the patient, through the subcutaneous fat layer has happened. The surgeon had to clean up the laceration and has closed the wound with some additional sutures. The surgery itself was finished successfully with a new device with the same part number. On 21-feb-2022 update: further information were provided which clarified the initial provided event. On 24-feb-2022 update: the part/sn number of the used shaver was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be duplicated and is therefore considered to be not confirmed.